Event description:
During discontinuation of his angiocath, the tip of the IV catheter broke off and remained lodged in the patient's arm. X-rays were taken and the tip was found in the patient's elbow. Catheter tip was surgically removed three days later.